Event description:
The patient was undergoing a thrombectomy procedure via femoral access in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 silver reperfusion catheter (red72 silver), a sendit delivery device (sendit), a bmx96 access system (bmx96), a neuron select catheter (select), a non-penumbra sheath (8f x 45cm), and guidewires (0.014, 0.035). The patient's anatomy was noted to be tortuous. It was reported that the red72 silver and sendit were flushed. During the procedure, after advancing the bmx96 into the high cervical area over a select and a guidewire (0.035), the select was removed. The physician advanced the red72 silver with the sendit over the guidewire (synchro 0.014)) through the bmx96 to the target location. The physician experienced resistance advancing the red72 advancing through the bmx96. The sendit was removed, and one pass was completed using the red72. Manual aspiration was applied via a 20cc syringe onto the back of the red72 silver to remove the red72 silver from the patient. Resistance was experienced retracting the red72 silver. It was noted that the physician used manual aspiration throughout the procedure. After removal, the distal end of the red72 silver was noticed to be fractured. The physician visualized under fluoroscopy the bmx96 had herniated into the external carotid artery (eca). The distal segment of the red72 silver was also noticed in the m1 and the remaining catheter segment was in the eca within the bmx96. The fractured segment of the red72 silver was removed using two snare devices. Further fluoroscopic imaging revealed that no portion of the red72 silver was left in the patient's anatomy. The thrombectomy was completed at this point and the patient was transferred to recovery. There was no report of an adverse event.

Manufacturer narrative:
Evaluation of the returned penumbra system red 72 silver reperfusion catheter (red72 silver) confirmed that the catheter was fractured and revealed stretching at the fracture site. This indicates that the device likely stretched prior to fracturing. If the red72 silver is retracted against resistance, damage such as stretching and subsequent fracture may occur. Further evaluation of the device revealed kinks distal to the stretching, supporting that the device became pinned within the patient's anatomy during the procedure. This likely contributed to the resistance, subsequent stretching and fracture upon retraction. Further evaluation also revealed that the strain relief was stretched. This damage is incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.